Event description:
This device case concerns a pt who was using a pen injection device (humapen ergo teal - clear cartridge holder) to deliver insulin. No medical history or concomitant medication info were reported. The pen was returned with the complaint: pen is about 12 months old. No adverse drug event was reported with this complaint. Initial examination of the returned device revealed that the general condition of the pen was good, that both engagement tabs were broken and the cartridge holder was warped at the spring arms. Engagement tabs, cracked and deformed spring arms, and the cartridge holder would not attach to the pen body. A mfg/engineering investigation found the broken engagement tabs were due to purposeful removal and the cartridge holder damage was due to trauma while in the field.